Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high capture threshold was noted. Patient has twiddler's syndrome and did not want a lead revision.